Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient wanted to know how much charge was left in their device. It was reviewed their healthcare provider may have this on file and the role of the manufacturer representative was reviewed as well. The patient reported they had a lot of problems with the device placement as it had exacerbated their sciatic nerve. The patient got a lot of hip pain due to the placement. The patient also stated that when they went to bed they had to be careful as the device was floating a little bit and it would get moved to the vertical position. The patient also mentioned they had slightly more bladder incontinence. The patient wanted to get the device removed and the healthcare provider wanted to know how much charge was left in it. Patient stated they did not think there was any charge left in the device. The patient was redirected to their healthcare provider to discuss the reported issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the patient stated they thought the device would warn them when they had to go to the bathroom, but they didn't need a warning because they could already tell when they needed to go.